Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient¿s left ventricular lead had dislodged post implant procedure. The lead was programmed off. The patient was in stable condition.

Event description:
New information received stated that left ventricular lead was capped and replaced with an epicardial lead on 22 aug 2019. The patient's condition was stable post procedure.